Event description:
A malfunction on the pump was reported by the caller. The blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. The customer opted for multiple daily injections as a temporary backup therapy. Technical support arranged for a replacement pump to be sent and provided instructions for returning the malfunctioning pump, which the customer understood and acknowledged.